Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device kept sticking while using. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 4/10/2008. Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 1 clip with gap and 10 conforming clips. No sticking issues were noted during analysis. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.